Manufacturer narrative:
(B)(4). Lot # 1024083, expiration date: 02/2014. Device manufacture date: 02/01/2011. At the time of this report, both the urinary retention and the urinary tract infection had resolved. A review of the device history records indicates the reported lots #1020710 and #1024083 met all specifications prior to release.

Event description:
A patient (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite on (B)(6) 2011. The patient reported urinary retention on (B)(6) 2011, which was confirmed using pvr ultrasound. The patient was treated with foley catheterization on (B)(6) 2011. The retention resolved on (B)(6) 2011. The physician assessed the event as moderate in severity and device related. The patient reported a urinary tract infection on (B)(6) 2011, which was confirmed with urinalysis testing. The patient was treated on (B)(6) 2011 with cipro, 500 mg bid x 7 days. The urinary tract infection resolved on (B)(6) 2011. The physician assessed the event as moderate but probably not device related.